Event description:
It was reported that while reaming the handpiece ran in a different mode on it's own during a surgical procedure. The case was completed with another device. There was no user or pt injury or any adverse consequences reported.

Manufacturer narrative:
The handpiece was rec'd at the MFR for eval, and the reported condition of the device changing modes was duplicated. Corrosion was identified, which may have contributed to the event. Based on the investigation details, the likely cause was problems with the asic motor controller, which was replaced along with the motor and other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.